Event description:
The doctor found that the angio-seal dilator could not be inserted into the angio-seal sheath, observing that it was kinked and deciding not to use the entire set on the patient due to safety concerns. Therefore, another angio-seal 8 french (fr) was exchanged and used successfully without any problems, with no blood loss and no patient injury or requirement for medical or surgical intervention. Additional information was received on 03 jun 2025: it was reported that the angio-seal had not come into contact with the patient, as the dilator and sheath could not be assembled and were set aside after the assembly failed at the table, leading to the use of another angio-seal set instead.

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age or date of birth: requested, not provided . A3a: sex: requested, not provided . A4: weight: requested, not provided . A5: ethnicity: requested, not provided . A6: race: requested, not provided . D6a: implanted date: device was not implanted . D6b: explanted date: device was not explanted . The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3 and to provide the completed investigation results. One (1) 8fr angio-seal device was returned for product evaluation. The returned sample included the header bag, guidewire, arteriotomy locator, hemostasis sheath, and device packaging. The device was visually inspected and found to have been in unused condition. The sheath and locator were returned partially mated. A kink was noted at the blood inlet holes of the locator and a slight kink was noted in the sheath. As a kink was noted in the blood inlet hole of the returned locator, the complaint could be confirmed for a kinked locator. The exact root cause could not be determined. The likely cause was determined to have been damage sustained to the locator during device assembly. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Manufacturer narrative:
This report is being submitted as follow up no. 2 to correct section g3 from both the initial and follow up no.01 reports. The correct g3 date for the initial report should have been (B)(6) 2025. The correct g3 date for the follow up no. 1 report should have been (B)(6) 2025.